Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp), display kept scrolling during a routine check by customer. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, d9, h11 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) replaced video receiver cable (0012-00-1747). Completed maintenance successfully. Product passed all functional and safety tests per manufacturer specifications.